Event description:
Caller reported an alert 5, but no alarm 7 was received. Customer's blood glucose level was high, although a specific value was not provided. Customer addressed the high blood glucose level with a correction bolus via pump and did not require additional assistance. Technical support educated the caller on the reason for the alert, ensuring the customer understood and acknowledged the information. Customer successfully resumed insulin deliveries.